Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated that she was unable to receive a response from the buttons. The customer's blood glucose was 116 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.